Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right side numbness, tingling, discomfort, impaired healing, and capsular contracture; baker grade iii/IV. Date of explant: (B)(6) 2021. Manufacturer¿s reference number: (B)(6).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a 550cc mentor memorygel breast implant and experienced numbness, tingling, discomfort, impaired healing, and capsular contracture; baker grade iii/IV in the right breast postoperatively. As a result, the device will be explanted on (B)(6) 2021. It was stated that most likely patient will receive mentor gel device as replacement.

Manufacturer narrative:
On november 22, 2021, mentor became aware that the replacement device used on (B)(6) 2021 was catalog number 3505501bc; serial number (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 30, 2021, the mentor failure analysis lab received the device for evaluation. On january 11, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 550cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. Paresthesia is an abnormal sensation such as tingling, tickling, pricking, numbness, or burning of a person's skin with no apparent physical cause. This includes increased or decreased sensitivity or sensation. The manifestation of paresthesia may be transient or chronic. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).